Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The patient was seen in the clinic and the episode was reviewed. The episode showed oversensing due to small amplitude r-waves. Upon review, the physician elected to reprogram the vector, from primary to alternate. Device data was submitted to technical services for evaluation, to ensure the r/t ratio was acceptable to avoid oversensing. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service. One day after the reprogramming, a new untreated episode was stored showing diminished r-waves, then a smart pass episode was stored showing the feature had disabled due to low amplitude signals and long intervals. The sales representative later reported that the s-ICD system was explanted and replaced with a transvenous ICD, due to the low amplitude r-waves, double counting, and inappropriate shock that was delivered. No additional adverse patient effects were reported. The explanted products were not planned to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The patient was seen in the clinic and the episode was reviewed. The episode showed oversensing due to small amplitude r-waves. Upon review, the physician elected to reprogram the vector, from primary to alternate. Device data was submitted to technical services for evaluation, to ensure the r/t ratio was acceptable to avoid oversensing. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service. One day after the reprogramming, a new untreated episode was stored showing diminished r-waves, then a smart pass episode was stored showing the feature had disabled due to low amplitude signals and long intervals. The sales representative later reported that the s-ICD system was explanted and replaced with a transvenous ICD, due to the low amplitude r-waves, double counting, and inappropriate shock that was delivered. No additional adverse patient effects were reported. The explanted device was later returned for analysis.